Manufacturer narrative:
No definitive root cause was determined. An ocd field engineer visited the site and performed adjustments to the reader camera. The fe also performed additional repairs, and replacements to return the instrument to expected operation. This customer has not logged any similar complaints against this analyzer since this incident.

Event description:
The customer reported that the ortho provue analyzer resulted a positive antibody screen result as negative. No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.